Manufacturer narrative:
A product sample was received at the mfg site and it is awaiting eval. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that there was suction loss during the irrigation and aspiration portion of a cataract surgery. The tubing was changed and the procedure was completed without consequences to the pt. A product sample was requested for eval.